Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional repair center for inspection and the reported failure (image not sharp) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken lg-bundle of the video cable section, light transmission lost or too low, broken r-unit, damaged fiber bonding in the distal end, and outer tube has a dent. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image not sharp was due to a lost or low light transmission which was due to the broken lg- bundle of the video cable section. The stripes in the image occurred due to a broken r-unit. A definitive root cause could not be identified for the outer tube has a dent. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image that was not sharp. There were no reports of patient harm.